Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the reservoir was occluded. Customer's blood glucose was 351 mg/dl. Customer has not treated yet. Troubleshooting was done for no delivery alarm. During the troubleshooting it was found the alarm was caused by set and reservoir connection. Advised the customer that the infusion set and reservoir would be replaced. No further information provided.